Manufacturer narrative:
The complaint describing a leakage cannot be verified. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The manufacturer performed a visual inspection and tests for flow and leak on the returned used infusion set. All test results were within specifications. The reference samples were visually inspected and tested for flow and leak, and all test results were within specifications.

Event description:
On (B)(6) 2013, the patient reported the cartridges have leaked insulin during use. She noticed the leak when inspecting the infusion device, and she was able to clean the insulin out of the cartridge compartment. No physiological effects were reported. The cartridge, infusion set, and adapter were requested for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.